Event description:
Defective smartsite viashield - during the withdrawal of drug from a vial using this cstd, the top snapped off (while top piece), consequently removing the blue internal piece as well. Small chemotherapy spill occurred during this mixing process. FDA safety report ID# (B)(4).